Event description:
It was reported that the event occurred while in the intensive care unit when the pump recorder on/off key was pressed to stop recording during use. The medical doctor inserted the intra-aortic balloon (iab) with no issues. The medical doctor selected waveforms to record and started printing. The recorder on/off key was pressed to stop printing, the printer did not stop and the printed waveforms became flat on the strips and the display screen. Pumping stopped and the pump gave a system error alarm (type of alarm is unknown). Seconds later, normal waveforms reappeared on the display. As a result, the pumping resumed and worked properly during the rest of the iab therapy. There was no delay or interruption in therapy noted. No medical/surgical intervention was needed. There was no report of death, complications or injury. The patient outcome is good. Additional information received on (B)(4) 2011 from teleflex (B)(4) stated, "it was reported that this same issue occurred on (B)(6) 2011 first, but the service person checked the pump on site and no problem was found then. However, the same thing happened again on (B)(6) 2011. So, the pump was brought to us for checking." The following is the service findings: the various attempts were made, such as selecting different waveforms, turning on/off the recorder manually and creating errors that cause the recorder to print, but the recorder printed properly and the waveforms were normal. In addition, during the attempts the pump did not stop the pumping or give any system alarms. The symptoms were not confirmed. Keypad assembly was replaced. Central processing unit (cpu) board was replaced. Battery was replaced. Pm function check. Test run. The pump did not have problems.

Manufacturer narrative:
Device will not be returned to manufacturer.